Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a reintervention was performed because a distal type I endoleak was observed in the right leg and an aneurysm was enlarged (amount unknown). The right internal iliac artery was embolized using coils as planned. Then, a contralateral leg endoprosthesis and an iliac extender endoprosthesis were implanted to extend the right leg to the right external iliac artery. The patient tolerated the procedure. The physician stated that it was unknow whether the initial implanted contralateral leg in the right limb was undersized, but it seemed the dimeter of the vessel was dilated. Additionally, the distal type I endoleak caused the aneurysm enlargement.

Manufacturer narrative:
Code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The distal type I endoleak caused the aneurysm enlargement. It is unknown what caused the distal type I endoleak. The physician stated that it was unknow whether the initial implanted contralateral leg in the right limb was undersized, but it seemed the dimeter of the vessel was dilated. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Gore recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.